Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. Based on the results of the investigation, the event, ¿foreign material in a/w-channel and auxiliary water channel¿, was confirmed. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from s-connector. Residue of white crystallized contamination believed to be a simethicone type product were evident within the air/j channel. The presence of this contamination highlights a customer handling and reprocessing issue. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). The endoscope instructions for use state: ¿nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ an intermediate repair is required to replace the contaminated channels and return the instrument to the OEM specification. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: light cover glasses adhesive was worn, optical cover glass was stained, optical cover glass adhesive was worn, distal end cap was damaged, distal end adhesive was lifting, insertion tube at the bending section cover adhesive was lifting, light guide tube was delaminated, suction connector had water leakage, air channel was blocked, water flow did not meet specification, water removal did not meet specification, water channel was blocked, electrical safety did not meet to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the gastrointestinal videoscope to the olympus service center for an air/water flow issue. The issue was observed during routine maintenance and there was no patient involvement. Upon inspection and testing of the returned device, it was observed that white crystallized contamination was identified in the air and jet channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.